Event description:
It was reported that a lead implantation was attempted, but not successful because "after several repositionings", the physician "was unable to get the stylet all the way into the lead". The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.